Event description:
It was reported that six fast-fix devices broke at t1 during a procedure. While trying to pull the slack out, the suture would break off the first 'tab' or 't'. It was indicated that all broken pieces were retrieved from the pt endoscopically using a shaver, which caused a half hour delay to the procedure. Back-up fast-fix devices were used to complete the procedure. No pt injury or procedural complications were reported.